Event description:
The pt underwent total knee replacement surgery in 2000. It is reported that in 2005, the pt had a regularly scheduled follow-up visit. The surgeon noted on x-ray that osteolytic lesions or cysts had formed around the threads and tips of screws used to affix the plate. The plate itself was not loose. No revision surgery has occurred yet, but the surgeon reports that a revision surgery is pending.